Manufacturer narrative:
Spacelabs technical support saved system logs to be reviewed as part of this investigation. The log files could not be remotely collected due to the facility's it security. A spacelabs product support specialist (pss) contacted the customer for assistance transferring the system logs but no reply has been received. Spacelabs will continue to investigate the reported issue and any additional information will be submitted in accordance with 21 cfr 803.56 when available.

Event description:
Spacelabs healthcare was notified that all beds connected to the xhibit telemetry system were unavailable for several seconds beginning at approximately 1:17pm. There is no patient or user harm reported with this event.